Event description:
End user states pivot link has broken, had to tighten items, but he doesn't use the chair outside, feels like this hasn't held up at all, now the spacers and washer on the casters are missing.